Manufacturer narrative:
A definitive cause for the customer's complaint was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook ireland could not reproduce the actual conditions of device usage. The device involved in the complaint was not available to be returned for evaluation. With the information provided, a document based investigation was carried out. The rpn for this complaint was not provided but is most likely: rms-xxxxx-r (as per article stent length is between 20 and 28cm), therefore rms-060026-r has been used in this complaint for logging purposes. The lot number of the resonance metal stent was not provided; therefore it was not possible to check if any of the affected lot remained in stock. Prior to distribution, resonance stent devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. The rms-060026-r devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. The complaint was confirmed based on the customer's testimony of adverse events occurring as a result of usage of the rms device. As stated above, hydronephrosis is listed as a potential adverse event associated with indwelling ureteral stents. Stent failure were managed by placing an alternative stent or nephrostomy tube. No further adverse effects are reported as occurring. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The following article was received for review on (B)(4) 2014: 'outcomes of metallic stents for malignant ureteral obstruction', from the division of urologic surgery, duke university medical center, durham, north carolina), the journal of urology, vol 188, 851-855, september 2012. The article indicates the study interval to be (B)(4) 2010 through (B)(4) 2011. The patients involved in the study underwent replacement of the cook manufactured metallic resonance stent for malignant ureteral obstruction. This report is being submitted in relation to the following comments made within the above referenced article: "progressive hydroureteronephrosis and increasing creatinine were the most common signs of stent failure. Stent failures were managed by placing an alternative ureteral stent or nephrostomy tube. Increased creatinine without concomitant hydroureteronephrosis, suggestive of intrinsic or prerenal disease was not considered stent failure". This implies the stent failures were associated with the two conditions appearing together. No further effects are reported as occurring.